Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was found to be dislodged upon x-ray. Atrial noise was noted with shoulder manipulation. The atrial lead was explanted and replaced. The right ventricular lead had high impedance and a possible fracture. The right ventricular lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.